Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID hh90t01 (serial: (B)(6)); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain. It was reported that for the past month the patient's controller had been getting stuck at 90% and it took a minute or two before it finished. The patient was walked through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the patient who reported that they were having the same slowdown problem that they had last time they called. The patient stated when the ptm hits 90%, it just sits there. The agent assisted patient with clearing the data and the troubleshooting steps that were taken on the call resolved the issue. Boluses per day: 4.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.